Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h2, h4, h10.

Manufacturer narrative:
(B)(4). Concomitant medical devices: hfn lh 130 deg 11mm x 400mm cat# 814611400 lot# 171040; insertion jig 130 degree cat# 211201201 lot# e73d64. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported during a left hip fracture procedure, an affixus nail was secured to the affixus targeting guide using the corresponding jig bolt and tightened with the jig bolt drive. Nail was implanted and lag screw secured. Surgeon attempted to disengage the targeting guide from the implanted affixus nail but was unable. The lag screw and affixus nail were removed from the patient. At this time, the surgeon was still unable to disengage the jig bolt from the affixus nail. It seems as though the male threads of the jig bolt would not disengage the female threads inside the affixus nail. Another affixus nail instrument set along with a shorter affixus nail was opened and this nail was implanted in the patient. Lag screw was implanted. Set screw was engaged. Distal static screw was implanted. Surgeon was able to disengage the jig bolt between the affixus nail and the targeting jig. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10. Visual examination of the returned product identified the device was fully assembled when returned. The device was then disassembled using a hex wrench (applied additional torque compared to jig bolt driver), and the bolt showed debris on the shaft and on the threads. When looking down the insertion jig (handle) where the nail is attached, debris can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.